Manufacturer narrative:
Manufacturing side: the instrument arrived in a contaminated condition. According to the available information there were no negative consequences for the patient. Investigation: the instrument arrived in a proper condition in the original blister within the original box. Except the missing pin in the jaw mechanism, there are no damages or abnormalities visible. The missing pin was not enclosed. We made a visual inspection of the complained instrument. Here we found, that the pin in the jaw mechanic is missing. The missing pin was not enclosed. Batch history review: the device quality and manufacturing history records will be checked for the lot number (349c) from the quality coordinator of the production plant. The results of the review will be documented in pc 500468697. If the review shows any 'conspicuities', the report will be updated and actions will be initiated. There is one further complaint with this lot at hand. Conclusion and root cause: the root cause for the problem is most probably manufacturing related. Rationale: according to the complaint description, the instrument was not used. During our inspection we found no indication that the device was used. In similar cases like this, we decided to a manufacturing error. Corrective action: a product safety case was launched.

Event description:
It was reported that there was an issue with caiman device. It was reported that the trigger is broken during the surgery. There was no patient harm. Additional 'informtion' has been requested but not yet received as of this report. The adverse event/malfunction is filed under (B)(4).